Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the femoral head using the antegrade approach via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that a patient had a retroperitoneal hematoma. The patient "did fine and recovered well." The recovery staff poked around on the site extensively. The patient complained of pain and was admitted to the or where the "issue" was resolved. No further information is available.